Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. A clear root cause conclusion cannot be drawn due to the non-availability of important information and the device itself. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Manufacturer narrative:
The affected device was not available for investigation. Therefore an investigation of the device was not possible. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The determination of a definite root cause is due to the non-availability of important information and the device itself not possible. The conclusion from the root cause analysis is that a systematic device deviation is unlikely since the received complaints are limited to certain health care institutions and their applicants. The participation of the applicants in this deviation scenario cannot be excluded by today. Based on the root cause analysis result no corrective actions have been carried out. As a preventive action we were in contact with the affected health care institutions and applicants in order to reduce the probability of recurrence. The complaints were submitted to aesculap ag as a summary report. In order to examine further actions, all cases from the summary report are processed as vigilance suspicion cases and are continuously monitored.

Event description:
It was reported that there was an issue with nx054z-as vega ps tibial plateau cemented t2+. According to the complaint description, it was reported on (B)(6) 2018, that as a result of having the product implanted, the patient has experienced knee pain, swelling, difficulty walking, and loosening and instability of the implant. The primary surgery occurred on (B)(6) 2013, and there was no reported revision surgery. The adverse event / malfunction is filed under aag reference (B)(4). Involved components nx044 (universal patella p4). Nx120 (ps pe insert t2/t2+, 10mm). Nx011z (ps femur cemented f5n lt). Nn260p (peek plug f/ tibia).